Event description:
While investigating equipment malfunction, it was learned that the manufacturer's instructions for use were not followed. The pre-case system status check was not performed. The check would have noted any malfunction with the machine. Without the check, the machine did malfunction and adverse event resulted.